Event description:
Vygon sl PICC. Placed 5/4 and began leaking 5/12 and removed.

Manufacturer narrative:
We received the catheter with needle-free connector as a faulty sample. The catheter was shortened to a length of 17 cm and could be flushed using a 10 ml syringe. Examination of the catheter tube revealed a leak in the wing. During microscopic inspection we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane was rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load. These are typical signs for a fracture due to excessive tensile forces. There are various events that can lead to a leaking catheter: 1. Tensile force-which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. For babies-routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. 3. Alcohol-based disinfectant- concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." Since no batch number was provided, a documentation review could not be conducted. Please note that all batches are inspected before release. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. Corrective action: as the catheter worked well for 8 days before the failure occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Manufacturer narrative:
The sample will be returned to the manufacturer and upon receipt, an investigation will be conducted. FDA will be notified of the results upon completion of this investigation.

Event description:
Vygon sl PICC. Placed 5/4 and began leaking 5/12 and removed.